Event description:
It was reported that following the implant procedure, the patient experienced tingling, decrease in grip strength and shaking in both arms, and fever. Magnetic resonance imaging (MRI) was taken and the physician that read the results stated that the symptoms were related to anesthesia. However, the patient presented in the emergency room (ER) and laboratory works and x-ray determined that the patient have an infection. The patient was prescribed with antibiotics and upon follow-up, it was noted that the patient was responding well to the antibiotics and fever had gone down.